Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was tested with the customer power cord and a known good battery and was able to function properly , without errors and did not shut down on its own. A review of the event history log (ehl) revealed multiple events of 'improper shutdown!' During the last days of customer use. The events are preceded by "battery alert!not charging" messages. A customer battery module was not returned with the pump for testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through the ehl, however it is noted that an "improper shutdown!" Message occurs when all power to the pump is lost and is not necessarily indicative of the pump shutting down on its own. The history log cannot be used to determine the means by which power became disconnected. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off by itself. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.